Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for low, out of range pacing lead impedance was observed in clinic. No intervention was reported. Patient will be followed normally.